Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received inappropriate shocks for atrial fibrillation with rapid ventricular rate. The arrhythmia was diagnosed supra-ventricular tachycardia. Programming changes were made. The patient was fine before and after the event.

Manufacturer narrative:
(B)(4).